Event description:
A patient was admitted for mitral valve replacement. The patient was placed on the pump for the procedure. Following the procedure the patient was given blood through a blood warmer. The patient's condition worsened, and an echocardiogram was performed which indicated that a large air embolism entered the ventricle. The patient became unstable and was off and on the pump. CPR was initiated for over an hour and eventually the patient was pronounced deceased. An autopsy is pending. Biomedical evaluation is pending as there is some question as to user error versus failure of the equipment to sense air.